Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shorted shocking lead condition message. During a procedure to upgrade the patient to a high energy device, defibrillation threshold (dft) testing was performed. The first two inductions produced shock impedance measurements of 25 ohms. On the third induction, a popping sound was heard and the shock impedance was <20 ohms. The device was programmed off and the patient was scheduled for lead extraction.